Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Maude event report was received stating the following: volun (B)(4) 2014: upon balloon withdrawal the balloon could not be withdrawn beyond the more proximal stenosis at which time blood was noted in the indeflator consistent with a ruptured balloon. After multiple attempts, including one attempt to lubricate the system with rotaglide and exchanged of wire and attempts to place a buddy wire to the distal vessel-all failed. There was a short episode of vf which was cardioverted week one after rotaglide was given, the balloon and catheter were finally secured via "braiding" of a second wire (prowater) and shaft of the previous entrapped balloon and all were withdrawn into the guide and ultimately all was removed as a unit leaving no retained foreign material. No additional information was provided.